Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose level. Customer's blood glucose level at the time of incident was 29 mmol/l and at the time of call was 29 mmol/l. Customer stated that infusion set whole tubing was black. Customer decline the troubleshooting. The device will not be returned for analysis.